Manufacturer narrative:
Concomitant medical products: atlas cage (implant (B)(6) 2005; explant (B)(6) 2007). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent a plif l5-s1. The surgery was conducted due to history of lumbar radiculopathy. During the procedure the cage was placed and filled with autologous bone at the l5-s1. Through a right posterolateral approach, a right l5-s1 interbody fusion was achieved. This procedure was also repeated from the left side. A cage, filled with autologous bone, was placed at the l5-sl levels on the left. Through a left posterolateral approach, a left l5-s1 interbody fusion was achieved. Then bmp putty was mixed with autologous bone and used for a posterolateral arthrodesis in the lateral gutters. There were no noted complications. (B)(6) 2005- neurovision intraoperative electrophysiologic monitoring- conducted due to history of lumbar radiculopathy. There were no noted complications. (B)(6) 2006- CT l spine wo contrast- due to low back pain post lumbar fusion. According to the report there is normal lumbar spine alignment with postoperative findings following instrumented posterior fusion l5-s1 with anterior interbody cage. There is no significant central canal stenosis or foraminal compression of the exiting lumbar nerve roots. There may be a small amount of osteophyte or bone fragment marginating the under surface of the exiting l4 roots bilaterally although these structures do not appear frankly compressed. Correlation with CT myelogram could be considered if there is desire for additional imaging. (B)(6) 2006- a whole body scan was conducted due to lbp. It was noted that there was expected postoperative changes of the lumbar spine, other than mild increased activity at the posterior facets, of left l5-s1 suggesting mild stress change. Pkl spine on (B)(6) 2007- was conducted due to history of degenerative disk disease and there is disc cage removal. Findings: initial images demonstrate a prosthetic disk cage at l5-s1. On final images, the initial prosthetic disk cage has been removed. There has been placement of a new prosthetic disk cage at l5-s1 and in addition there has been anterior lumbar fusion at l5-s1, with a fusion plate and screws. The vertebral alignment is well preserved. No fractures are observed. Date: (B)(6) 2007- revision/corrective surgery the preoperative diagnosis was discogenic back pain and pseudoarthrosis of l5-s1, chronic low back pain. The postoperative diagnosis was discogenic back pain and pseudoarthrosis of l5-s1, chronic low back pain. The operative procedure consisted of a left retroperitoneal dissection for exposure of l5-s1 for diskectomy, removal of previous p l cages, and distraction with ebi spacer with bmp and atv anterior plating system. During the procedure the previous cages were removed and the new hardware was placed. There were no noted complications. Date: (B)(6) 2007- revision/corrective surgery the preoperative diagnosis was pseudoarthrosis, l5-s1 status post posterior lumbar interbody fusion with instrumentation. In addition there was severe and progressive low back pain recalcitrant to conservative measures. The postoperative diagnosis was pseudoarthrosis, l5-s1 status post posterior lumbar interbody fusion with instrumentation. In addition there was severe and progressive low back pain recalcitrant to conservative measures. The procedures performed were the exploration of anterior and lumbar interbody fusion along with the removal of the posterior lumbar interbody fusion cages through an anterior approach. The patient also had a revision anterior lumbar discectomy, a revision anterior lumbar interbody fusion along with the insertion of a prosthetic inter body cage device. There was anterior lumbar instrumentation, l5-s1. Fresh frozen cortical cancellous allograft was also used, as well as bmp2. There was radiographic supervision and interpretation of insertion of the prosthetic interbody cage device and anterior lumbar plating. It was reported that the patient is status post previous posterior lumbar interbody fusion with instrumentation at the l5-s1 level for discogenic back pain date of the surgery was (B)(6) 2005. She has had persistent pain symptoms since the time of her surgery despite multiple and prolonged attempts at conservative management of her condition. She has radiographic evidence of pseudoarthrosis at the l5-s1 level. Again, she has failed an extensive trial of conservative management. She was referred to pain management who has been treating with fentanyl patch as well as oral narcotic analgesics. She was offered an opportunity to trial a spinal stimulator. The patient has seen a pain management psychologist. The patient feels though she would like to attempt one more surgical procedure for definitive management of her low back pain which is likely related to the pseudoarthrosis. During the procedure, it was noted that after adequate soft tissue dissection was performed exploration of the fusion was performed. There was noted pseudoarthrosis at the right l5-s1 level. There were smatterings of consolidated bone in the intertransverse process region but this was surrounding the connector rod and not extending down to ultimately connect the transverse process to the sacral ala. Attention was then directed to the left l5-s1 level where again pseudoarthrosis was noted. There was bone graft around the s1 screw. However, this did not extend in a continuous fashion to the l5 transverse processes. During the procedure fresh frozen cortical cancellous allograft as well as mastergraft granules were then rolled into a large bmp-2 soaked collagen sponge and rolled in a burrito-type fashion. This was then placed in the posterolateral gutter overlying the transverse process and sacral ala as well as overlying the decorticated screw holes from the previous pedicle screws. Following this, the area of pseudoarthrosis was then addressed with decortication of the trans verse process of l5 and sacral ala. Again, fresh frozen cortical cancellous allograft as well as mastergraft granules packed in a bmp-2 soaked collagen sponge were placed in the posterolateral gutter overlying the transverse process and sacral ala. Additional graft was placed in both gutters. Wound was copiously irrigated with normal saline orthopedic antibiotic solution prior to placement of the graft. Following placement of the bmp-2 soaked collagen sponge and graft, wound was then closed in layers with #1 vicryl for repair of lumbodorsal fascia. There were no noted complications proved.¿